Event description:
Pt was undergoing surgical left thr with makoplasty. Procedure was complicated by intraoperative displacement of the acetabular defect point within the bony pelvis. Team was unable to remove the marker from the pelvis via the open thr site. Thus thr was completed and general surgery was called into operating room to make an abdominal incision to remove marker.